Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus 2.50x38mm stent delivery system (sds) was returned for analysis. The stent had been separated from the stent delivery system. The stent was damaged. The stent struts appeared to be in a crimped formation and therefore the stent did not appear to have been expanded. The balloon was reviewed and appeared tightly wrapped and folded. The balloon did not appear to have been subjected to any positive pressure. A visual and microscopic examination found no damage to the tip. A visual and tactile examination of the hypotube found a hypotube kink 26cm distal of the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal end of the right coronary artery. A 2.50x38mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted. The procedure was completed with a mother of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the stent was dislodged outside the patient's body.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal end of the right coronary artery. A 2.50 x 38mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.